Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR). The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The device was not returned for evaluation. Troubleshooting identified the footswitch as the cause of the error message. It was recommended either the customer purchase a new footswitch or send the unit in for evaluation. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported that during a therapeutic procedure the device ¿probe check¿, and ¿error indicator¿ turned red when the user stepped on the footswitch after 3 seconds. The user tried two transducer, and received the same issue. The serial numbers for the two transducer were not provided. The procedure took longer than expected, however, was able to be completed. There was no patient harm or injury reported. No user injury reported due to the event.